Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer did not retain the finished goods consumable lot number. Device history records (dhrs) and consumable lot history could not be reviewed. As a result, functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. The phaco tip (unspecified product) was not returned for evaluation. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console displayed a system message of occlusion during a cataract surgery. The handpiece and the phaco tip were replaced but that did not help. The cassette was replaced and the issue was resolved. The procedure was completed without harm to the patient. A product sample has been requested for evaluation.